Manufacturer narrative:
Batch review performed on 17.june.2019: lot 176305: (B)(4) items manufactured and released on 24-jan-2018. Expiration date: 2023-01-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by r&d knee manager. Revision surgery after about 1 year from primary due to loosenging of the patella component. From the picture of the explanted implant, some residual cement can be seen on the internal surface of the patella. During explantation, most of the cement remained adherent to the component and not to the bone. It is not possible to imagine a possible root cause for the event, that was most likely linked to an incorrect cementation process, as supposed by the surgeon himself. Several factors could had played a role during the cementation procedure leading a lack of performances of the cement itself.

Event description:
On (B)(6) 2019 we were informed of a patella implant loosening, 1 year and 2 months after primary. Patella has been revised to a new size 2 implant on (B)(6) 2019.